Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 575mg/dl. The customer had symptoms such as nausea and treated with manual injection. Customer indicated that their blood glucose value was 70 mg/dl at the time of the call. Troubleshooting was performed. Customer reported that the site is changed every 3 to 4 days instead of 2 to 3. There were no leaks or air bubbles. There were no site or insulin issues. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.